Event description:
New information received indicates that the device exhibited post paced t wave oversensing again on (B)(6) 2021. No intervention was reported. There were no patient consequences.

Event description:
New information notes the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Their implantable cardioverter defibrillator exhibited t-wave over-sensing. No intervention was made. The patient was in stable condition.